Manufacturer narrative:
D10 concomitant product: vlocn0326 v-loc* pbt 0 blu 45cm gs21x12 (lot#: a5d1723vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a inguinal hernia, the suture broke at the connection of the needle and thread and another suture was used but the needle was bent. An additional new suture was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one breathable pouch and one retainer were returned for evaluation. No suture or needle was returned with the packaging and therefore could not be evaluated. It was reported that the suture broke at the connection of the needle and thread. The reported issue was confirmed. The most likely cause could not be established from the information available. A review of the device history records found potentially contributing factors from the manufacturing process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.